Event description:
Facility technician reportes three incidents of fiber leaks with the CT 190g dialyzer. The incidents occurred during the patients hemodialysis treatments. Two incidents occurred at the onset of treatment on reuse #'s 24 and 13. The third incident occurred in the middle of the patient treatment on reuse #20. All incidents were noted by an audible machine alarm and were confirmed by a hemastix test strip. All treatments were discontinued at the time of reported incident and no blood was returned. The reported blood loss for each incident was approximately 250cc. The treatments were resumed and completed with new disposables. No patient injury or medical intervention reported per technician.

Event description:
Facility technician reports three incidents of fiber leaks with the CT 190g dialyzer. The incidents occurred during the patients hemodialysis treatments. Two incidents occurred at the onset of treatment on reuse #'s 24 and 13. The third incident occurred in the middle of the patient treatment on reuse #20. All incidents were noted by an audible machine alarm and were confirmed by a hemastix test strip. All treatments were discontinued at the time of reported incident and no blood was returned. The reported blood loss for each incident was approximately 250cc. The treatments were resumed and completed with new disposables. No patient injury or medical intervention reported per technician.

Event description:
Facility technician reports three incidents of fiber leaks with the CT 190g dialyzer. The incidents occurred during the patients hemodialysis treatments. Two incidents occurred at the onset of treatment on reuse #'s 24 and 13. The third incident occurred in the middle of the patient treatment on reuse #20. All incidents were noted by an audible machine alarm and were confirmed by a hemastix test strip. All treatments were discontinued at the time of reported incident and no blood was returned. The reported blood loss for each incident was approximately 250cc. The treatments were resumed and completed with new disposables. No patient injury or medical intervention reported per technician.